Event description:
Complainant alleged that during biomed testing the device failed to powere up with battery power. When the device powered up in ac power, "defib fault 72" and "pacer fault 116" messages were displayed. Complainant indicated that there was no pt involvement in the reported malfunction.